Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The nature and location of the lesion is unk. Upon attempting to post dilate another manufacturer's self expanding stent, the ultra-thin sds balloon dilatation catheter ruptured at unspecified atms. The procedure was completed with a different device. No pt complications or injuries were reported. The pt's status was reported as "fine".

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for eval; therefore, a failure analysis of th balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.